Event description:
A malfunction was reported, identified by malfunction code 25, with a fault ID of 0x216d. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.